Event description:
The patient ((B)(6)) received an scs system including an ipg on (B)(6) 2009. It was reported that the patient was experiencing communication problems with the ipg. This issue began in (B)(6) 2010 following a lead replacement procedure performed due to alleged stimulation surges. Prior to the event, the patient had undergone surgical intervention to address a lead migration issue. In an effort to resolve the communication issue, the implant depth of the ipg was revised. Shortly thereafter, the patient reportedly observed the low-battery warning on the programmer. The warning was eventually cleared, and the patient continued use of the scs system. Follow-up information received on this matter found that the patient's ipg was replaced. The date of the explant is unknown; however, effective stimulation was reportedly recaptured as a result of the procedure.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received, the ipg reported the warning "ipg battery low." After a pulse load test, the warning message was still present. The ipg/internal battery was damaged during the cutting operation to gain access to the pcb and battery. No further analysis was possible. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the thirty-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.